Event description:
Customer reported that the insulin pump was frozen and did not respond after a shower. Customer stated that the esc and act buttons on the insulin pump were unresponsive. Customer mentioned receiving a button error alarm. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. No frozen screen noted. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.